Manufacturer narrative:
(B)(4). Additional information was received on 6/26/2018 concerning the catheter revision.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Patient experienced increased pain and a loss of efficacy. Surgical intervention was taken to revise the catheter.